Manufacturer narrative:
All available information was investigated, and the reported issue of unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a cause for unintended movement (clip open - efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional devices referenced are being filed under separate medwatch report numbers.

Event description:
This is filed to report the clip opening when establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted thin and restricted leaflets. The first clip delivery system (cds 00312u141) was advanced to the mitral valve; however, the clip opened more than 15 degrees when establishing final arm angle/efaa. It was tested a second time and the angle was the same so the clip was removed. The procedure continued with a second clip (00310u125). After the clip was deployed, a perforation was noted at the posterior mitral leaflet; and therefore, the clip was re-opened and implanted a bit more medial. Then the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). In the physician's opinion the slda was due to a thin and restricted leaflet. A third clip (l00312u142) was deployed to stabilize the slda. Three clips were implanted, and mr is 3-4. There was no reported clinically significant delay in the procedure. No additional information was provided.